Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that [no image] occurred due to a printed circuit (qb) board failure. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the inspection of the returned asset device, malfunctions found were no serial digital interface 1 image and a faulty printed circuit board. The printed circuit board will be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, high definition lcd monitor, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no serial digital interface 1 image. Also found was a faulty printed circuit board. This report is being submitted for the event found during evaluation. There was no patient involvement.